Event description:
It was reported that the patient with this right atrial (ra) lead had suspected infection and allergic reaction. Reportedly, the patient was for an atrial lead revision and when the pocket was opened, some sort of puss was noted. A revision was performed and the ICD along with this right atrial (ra) lead and two right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).